Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experienced high blood glucose around (B)(6) 2018 with unknown blood glucose levels at the time of the incident. The customer was initially admitted to the hospital due to cancer and not diabetes. The customer had diabetic ketoacidosis for 6 days. The caller did not mention how the customer was treated. The caller did not mention any symptoms. The customer was most likely wearing the insulin pump during the incident. Troubleshooting was not completed. The customer was taken off the insulin pump on (B)(6) 2018 and passed on (B)(6) 2018. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device did not have a battery installed when received. Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.08740 inches. During the occlusion test, inserted a test p-cap and a water filled reservoir into the reservoir compartment. The device recognized the water filled reservoir in the reservoir compartment. Programmed and delivered a 2.0 unit fill cannula, the water exited the infusion set during the 2.0 device fill cannula delivery. No prime or seating anomaly noted. Device was programmed and monitored for 1 day. No blank display noted. Device had scratched case and a pillowing keypad overlay.